Event description:
It was reported that a left hip revision was performed due to metallosis, persistent pain, adverse tissue reaction and failed left hip resurfacing.

Manufacturer narrative:
Supplemental MDR (UDI added).

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head and cup. However, the other complaints are from the same patient / batch. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the information provided, the revision was performed as a result of loosening of the femoral component, due to weakening of the femoral neck bone. Additionally, it was indicated that the patient was a very large woman who had very poor acetabular bone quality and advanced dysplasia with small bony anatomy. The root cause of the dislocation that occurred on revision post-op day one cannot be concluded, as there was no additional information provided concerning the method of the dislocation. Based on the information provided a possible root cause for the device failure is an adverse incident caused by the patient¿s very poor acetabular bone quality and advanced dysplasia. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.